Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radio frequency ablation (rfa) for liver cancer, there were a total of 4 times ablation for 2 tumors under artificial pleural effusion (1 ablation time was 12 minutes with 3cm electrode). "Advanced energy detected" alarm was heard at the third ablation, the counter plate which was first attached to the thigh of the right leg was replaced with a new one and was attached to the opposite thigh of the left leg. The ablation for 4 times was completed as it was but two days later, a slight 5mm burn and redness on the thigh of the right leg and a blistering 1cm x 2cm burn on the thigh of the left leg were noted. The patient was currently being treated but getting better. The procedure was completed with another device.